Manufacturer narrative:
Part number was not provided by reporter, however based on information regarding the involved product, the most likely part number was able to be determined. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2018, the surgeon had an issue with the tightening screw of the cervical screw. During the placement of a cslp (cervical spine locking plate) implant, the screw (countertorque) wrench could not fit with or grip the locking screw. This report is for a 1.8mm ti locking screw. This is report 1 of 1 for (B)(4).